Event description:
Customer indicated that a psa and tsh result was released but lab was contacted regarding the psa result. Physician indicated that the psa result did not meet clinical picture. Original result: 16.0 ng/ml; repeat result: 1.0 ng/ml.